Event description:
It was reported that the dilator tip was damaged. During preparation for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive sheath was selected for use. After the device was flushed, an attempt was made to insert the guidewire, but it was noticed that the tip of the dilator was damaged and the guidewire could not be advanced through it. The sheath and dilator were replaced and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Initial reporter phone: (B)(6).